Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced a suture pop from a sneeze, frequency, urgency, minimal incontinence, retained sutures, dyspareunia, urinary tract infection, incontinence both fecal and urinary, vaginal ulceration on the right apical segment, pain, pelvic abscess, hematuria, palpation, reports it feels like the mesh was exposed and reports feeling the vaginal sutures. A popped suture was identified on exam; a vaginoscopy was performed and kegel exercises and kenalog injections were prescribed. Later, a removal of a portion of the mesh and an injection of kenalog were performed. Pelvic abscess were treated with antimicrobials. Subsequently, sutures were removed in office, anticholinergics and vesicare were prescribed. The patient was referred for pelvic physical therapy.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.